Manufacturer narrative:
(B)(4). Date of initial report: 11/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device locked and would not open. The device was removed from the surgical field and a new one used to continue the procedure.